Event description:
The physician implanted a resolute integrity rx drug-eluting stent. Post procedure it was discovered that the device was used post its labelled use by date. The device was inspected and prepped prior to use with no issues noted. The physician did not report any abnormalities/performance issues during the procedure. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (stent implanted post expiry ¿ IFU instructs user to use by the ¿use by date¿ noted on the package). No results available since no evaluation performed (no device returned). (No device receive for evaluation). Shelf life exceeded (stent implanted post expiry). Evaluation conclusion: user error contributed to event (stent implanted post expiry). Failure to follow instructions (stent implanted post expiry ¿ IFU instructs user to use by the ¿use by date¿ noted on the package). No device failure. Device not returned- no evaluation will be performed. (B)(4).